Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: (B)(4) -user has low glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Customer used the meter on his friend and the meter read lo. His friend is currently in the hospital on (B)(6) 2017 due to a hypoglycemic event. Friend (david smith) states monday night the customer used his normal amount of insulin but caller states the customer's sugar wasn't as high as it has been and therefore it attributed to the low that was experienced by the customer tuesday morning. Caller states the customer is not educated on his diabetes and believes he should be on a sliding scale. Caller states the customers sugar plummeted tuesday morning. Caller states the customer got out of his bunk bed and fell on the bottom bunk and landed there. Caller states they found the customer laying on the bed of the bottom bunk. They called the paramedics and they arrived 15 minutes later. Customer was non-mobile, lethargic, and incoherent at the time of the incident. Caller also states he found him sweaty. Caller states the customer was put on an IV to hydrate him. He states the customer was also given a liquid glucose tablet and the customer was admitted to the hospital (B)(6) 2017 at 8:15am. The friend's expected fasting blood glucose range is undisclosed. The product is stored by customer according to specification in the ventilated storage room. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : lo date: (B)(6) 2017 time: 7:33am fasting. Result 2 : 145mg/dl date: (B)(6) 2017 time: 6:44am fasting. Caller states he has to go.